Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose for approximately 3 weeks. In 2009, she began to feel ill and her blood glucose was elevated to 33 mmol/l (594 mg/dl). She injected insulin via pen to lower her blood glucose. While reviewing report date from the infusion device, she found that some boluses were not delivered. Her normal blood glucose range is 7-9 mmol/l (126-162 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.